Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a sternallock 360 tensioner was pulled off the implant lock. There was a delay during a surgery between 5-10 minutes to instruct the surgeon how to reattach the tensioner to the device. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The product identity could not be confirmed due to the parts not being returned. The sternalock 360 multi-implant system (part# 74-0004, lot# 867870) was not returned and no photos were provided, therefore the product could not be visually evaluated or functionally tested. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It is possible that step 4 (removing the tensioner) was completed before step 3 (locking the locking body) was completed. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.